Event description:
It was reported that during an unknown procedure, the jaw of the device could not be opened with the release button. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.